Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Pharmacist called for customer, reported lancet protruding from multiclix device cap. No adverse event reported. Customer information was not available to request return, send replacement.